Manufacturer narrative:
(Event site telephone: n/a). It was reported that the cardiosave intra-aortic balloon pump (iabp) had leak - unknown/unspecified. There was no patient involved or adverse event reported. Getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced power management board, motor control board, power slot interface board and ac reel assembly. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The fat installed pneumatic module assy, rohs in cardiosave test fixture and tested the part to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. Failed the pim leak test. Will not install the rest of the parts on this complaint due to the risk associated to the test fixture. Fat was able to verify the reported issue of water damage. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Updated data: b4,e1(name,email),e2,e3,g2,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact).

Event description:
It was reported that before use , the cardiosave intra-aortic balloon pump (iabp) units exposed to water leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units exposed to water leak.